Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during their pd treatment. The patient reported receiving the drain complication error message and then, after bypassing to fill 1, the m31 ¿ air detected in cassette alarm, and then the m83 pump a vs. B volume error alarm before canceling treatment. It is unknown at which point in therapy the leak may have begun but the leak was observed in fill 1. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and to perform manual exchanges. Upon follow up, the patient stated that their cassette leaked during fill 1 of treatment. The patient stated the leak came from the cassette door and more fluid spilled out when they opened the door. Several ounces of fluid leaked. The patient canceled treatment. No fluid leaked from their dialysate bags. The cycler alarmed with the drain complication error message and then, after bypassing to fill 1, the cycler alarmed with the m31 ¿ air detected in cassette alarm, and lastly the m83 pump a vs. B volume error alarm. The patient then canceled treatment. The alarms occurred prior to the leak being observed. The source of the leak is unknown. The patient did not complete treatment on the night of the reported event. There are no symptoms from the incomplete treatment. The sample cassette is not available for return. The cassette was from their delivery of 9/12/2023. The patient did not experience any injuries, symptoms, adverse events, or require medical intervention as a result of the reported event.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during their pd treatment. The patient reported receiving the drain complication error message and then, after bypassing to fill 1, the m31 ¿ air detected in cassette alarm, and then the m83 pump a vs. B volume error alarm before canceling treatment. It is unknown at which point in therapy the leak may have begun but the leak was observed in fill 1. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and to perform manual exchanges. Upon follow up, the patient stated that their cassette leaked during fill 1 of treatment. The patient stated the leak came from the cassette door and more fluid spilled out when they opened the door. Several ounces of fluid leaked. The patient canceled treatment. No fluid leaked from their dialysate bags. The cycler alarmed with the drain complication error message and then, after bypassing to fill 1, the cycler alarmed with the m31 ¿ air detected in cassette alarm, and lastly the m83 pump a vs. B volume error alarm. The patient then canceled treatment. The alarms occurred prior to the leak being observed. The source of the leak is unknown. The patient did not complete treatment on the night of the reported event. There are no symptoms from the incomplete treatment. The sample cassette is not available for return. The cassette was from their delivery of (B)(6) 2023. The patient did not experience any injuries, symptoms, adverse events, or require medical intervention as a result of the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.